Event description:
According to the reporter, during a procedure, two dissectors worked for half an hour and then showed a red light and stopped working. Several efforts were made, but it was not possible to resolve the problem. The generator and battery were replaced and the problem continued. It was necessary to use a third dissector to complete the surgery, which worked normally. The dissectors did not break during procedure and were intact before sending for evaluation. Nothing fell into patient's cavity. A video was provided showing that the dissector was beeping and showing red light. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a fractured waveguide. The waveguide/tip was not returned with the device.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo was available for evaluation. Visual inspection noted that the dissector had a fractured waveguide. The waveguide was not returned with the device. It was reported that there was no activation during procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: scda39, ultrason dissect scda39 curved jaw 39cm, (lot#31030021x), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, two dissectors worked for half an hour and then showed a red light and stopped working. Several efforts were made, but it was not possible to resolve the problem. The generator and battery were replaced and the problem continued. It was necessary to use a third dissector to complete the surgery, which worked normally. A video was provided showing that the dissector was beeping and showing red light. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a fractured waveguide. The waveguide/tip was not returned with the device.